Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a procedure to treat a heavily tortuous and heavily calcified left anterior descending (lad) coronary artery, a dissection and perforation occurred. Both a 2.8x19mm graftmaster and 2.8x16mm graftmaster coronary stent graft system were attempted to be advanced but could not cross the perforation due to a lot of calcium and tortuosity. It was confirmed that no other issues were noted with either device. A non-abbott drug-eluting stent was deployed, and post-dilatation was performed to completely seal the perforation and restore blood flow. There was no adverse patient sequela and no reported clinically significant delay in the procedure due to the graftmaster failure to cross. No additional information was provided.